Manufacturer narrative:
According to the facility, tissue would stick and lose hemostasis. There was no patient injury. There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, tissue would stick and lose hemostasis. There was no patient injury.